Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed at the 10 o'clock and 2 o'clock position. The sheath was upsized to a 16fr and the tavi procedure was completed. Reportedly, post procedure, while tightening the 10 o'clock suture, the complete suture came out and the operator found significant oozing. The second proglide suture's knot was successfully advanced to the arterial wall. Adequate hemostasis was not achieved, therefore, a vascular surgery team was called and hemostasis was achieved via surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, partial capture, or friable femoral vessel due to circumstances of the procedure. In this case it is likely the device was suboptimal leading to a partial or no capture. The patient effects of hemorrhage is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.